Event description:
Boston scientific crm received information that three months post implant, the patient with this device experienced wound tenderness, the device pocket site was discolored and the patient received antibiotic treatment. However, the symptoms did not resolve. A revision procedure was performed; when the pocket was opened, it was noted the capped portion of this lead had moved and was located anteriorly in front of the device. It was determined that the issue was due to local pressure from the capped pace/sense portion of this defibrillation lead; there was no pocket infection or device erosion. Cultures were taken and confirmed there was no infection. Reportedly, when this lead had been implanted, it was placed at the superior vena cava/right atrium junction and the coil was connected to the anodal defibrillation port and the pace/sense portion of this lead was capped. During the procedure, the device was reinserted in a new sub-pectoral pocket site and this lead was carefully placed behind the device in the sub-pectoral pocket and the incision was closed. No further issues were reported post procedure. Approximately, three years later, this system revealed puckering at the pocket site. A decision was made to perform a surgical intervention. When the pocket was opened, suspicious fluid was noted in the pocket site. Wound cultures were taken and the pocket was closed after reseating the device. One month later, the pocket had visible signs of erosion and pocket infection. A decision has been made to perform a system revision.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported.